Event description:
It was reported that during a breast tissue marker placement procedure, the device was allegedly unable to be view images under echography. It was further reported that a projection of mammography was used to prove the clip location, but it's not evidenced. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiry date: 06/2024), h11: h6 (device), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a breast tissue marker placement procedure, the device allegedly unable to be view images under echography. It was further reported that a projection of mammography to prove the clip location, but it's not evidenced. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2024)

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2024).

Event description:
It was reported that during a breast tissue marker placement procedure, the device allegedly unable to be view images under echography. It was further reported that a projection of mammography to prove the clip location, but it's not evidenced. The procedure was completed using another device. There was no reported patient injury.